Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and tested. Visual evaluation revealed that the device was received with the needle intact. The distal tip is worn with tissue debris indicating device use. When tested for its functionality, the grey trigger was rough to operate. When red trigger was tested, the push rod would advance but could be easily pushed back in when pressed against a hard surface. This failure is typically observed when the push rod had been rotated so that it was no longer locked into place with the gear powered by the red trigger. Therefore, when the red trigger was pulled, it would advance the push rod only due to the remaining friction between the two parts. The condition with the red trigger rod was likely caused during assembly of the applier by not locking the rod in place prior to press fitting the top cover onto the applier. This complaint could be confirmed and failure could be attributed to manufacturing assembly issue. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed similar complaint for this lot released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the omnispan meniscal repair system, 0 degree needle, ea device did not work with the suture during the trans-operative. According to the reporter, the device locked but when the suture was removed, the product worked normally. However, with the suture the device did not work. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.